Event description:
It was reported that during a procedure in an unspecified vessel, the stent dislodged from a 3.0x28 promus rx stent delivery system balloon while inside of the anatomy. The physician snared the stent out of the anatomy. It is reported that the patient condition is 'ok'. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the stent delivery system (sds) noted blood on the shaft and balloon and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen and on the stent implant. This is consistent with preparation of the device and suggests advancement into the body. It was confirmed that the stent implant was dislodged from the balloon. The stent was returned with twelve rows of the distal end of the stent implant were intact and in the crimped state. The remainder of the stent implant was stretched out. This type of stent damage is consistent with retrieval with a snare device and/or handling during packing for shipment back to abbott vascular for evaluation. Dimensional analysis found the tip length and distal and middle stent implant outer diameters met manufacturing criteria. However, due to the stent damage, the proximal outer diameters were not measured. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomy was not reported, however, no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. It is likely that an interaction with the anatomy/lesion during advancement resulted in damage to the stent such that it became loosened on the balloon and subsequently dislodged during withdrawal. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a product quality deficiency.